Manufacturer narrative:
Device was returned to the manufacturer for evaluation. A visual examination confirmed the breakage. A visual macroscopic exam shows that the cannula meets design specification for internal and external diameter. In addition, device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.

Event description:
It was reported that a piece of the "curette" broke off intraopertively. The piece was left in the patient, and cemented into the vertebral body. No other patient complications were reported.